Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut, even after the speed was reduced to 10,000 cuts per minute during the vitrectomy surgery. The surgery was completed on the same day after replacing the product with a new one. There was no impact on the patient.